Event description:
Customer's husband reported customer received a reading of 78 mg/dl from their freestyle freedom meter and it was higher when compared to a hcp meter's reading (40 mg/dl). Customer's husband also reported customer experienced symptoms of hypoglycemia, glazed eyes and loss of consciousness. Customer's husband reported customer was given glucose tablet and some juice to counteract her symptoms. Paramedics were called and they obtained a reading of 40 mg/dl from their hcp meter and treated customer with glucose solution intravenously. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Customer's meter has been returned to the lab and an investigation has determined the complaint is not confirmed. Meter (B) (4) was returned and a reading of 79 mg/dl was found in the meter hyperterminal data log on (B) (6) 2010. All results were within the range specifications and no errors were observed during control solution testing.